Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The unit successfully passed the motor test and made the startup sound but the screen did not illuminate. There was no physical damage to the organic light-emitting diode (oled). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler had its status, handle, adapter and reload indicator turned off but was still able to recognize the reload. However, it was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. The handle was also put into a shell and the led screen went black and it would not come back up after trying to reset it. There was no patient involved.